Event description:
Boston scientific received information, that during the implant procedure, this patient displayed high defibrillation threshold (dft) measurements. An attempt was made to lower the dfts by repositioning this right ventricular (rv) lead. During the repositioning process, however, this patient developed a hypertonic crisis, and required respiratory assistance. The unstable situation continued for about 15 minutes. The physician deemed the surgical area to be unsterilized after attempts were made to stabilize the patient. The physician decided to terminate the procedure, explant and discard the products. The patient remains in the intensive care unite (ICU) for further treatment. There were no allegations against the boston scientific products. There were no additional adverse patient effects reported.

Manufacturer narrative:
This rv lead will not be returned for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.